Event description:
The biomedical engineer (bme) reported that whenever a central nurse's station (cns) is restarted, it will not come back to into the software application by itself. An error of network error disconnect is displayed on the cns. Every time this happens, they have to disconnect the hospital network from the nihon kohden (nk) network. He says this has been an ongoing issue that has never been sorted out completely. The facility has stopped restarting the cns every 90 days for the preventative maintenance restarts because of this reason. The cns has network connectivity lights but still always shows the network error disconnect error. The facility has all cisco switches. There was talk amongst the team that the network upgrade or install was never sorted out between the nk team and the hospital team. There is a possible hospital switch linking two nk switches together. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that whenever a central nurse's station (cns) is restarted, it will not come back to into the software application by itself. An error of network error disconnect is displayed on the cns. Every time this happens, they have to disconnect the hospital network from the nihon kohden (nk) network. He says this has been an ongoing issue that has never been sorted out completely. The facility has stopped restarting the cns every 90 days for the preventative maintenance restarts because of this reason. The cns has network connectivity lights but still always shows the network error disconnect error. The facility has all cisco switches. There was talk amongst the team that the network upgrade or install was never sorted out between the nk team and the hospital team. There is a possible hospital switch linking two nk switches together. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that whenever they would restart a central nurse's station (cns), it would not come back to the cns software application on its own and would display a "network error disconnect" message. When this happened, they would need to disconnect the hospital's network from the nihon kohden (nk) network. This had been an ongoing issue that had never been sorted out completely. The facility had to stop the preventative maintenance restarts because of this reason. The facility was using cisco switches. There was a possible hospital switch linking two nk switches together. No patient harm was reported. Investigation summary: with the information available, a root cause cannot be determined. The most common cause for network disconnection is the facility's network interfacing. However, a review of the serial number history shows no recurrence of reported issue. A review of the facility's history shows no history of communication or network loss. Follow up attempts with the customer were never answered. Below are some common causes for network disconnection. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Communication loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown. Because most network issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that whenever they would restart a central nurse's station (cns), it would not come back to the cns software application on its own and would display a "network error disconnect" message. When this happened, they would need to disconnect the hospital's network from the nihon kohden (nk) network. No patient harm was reported.